Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('failure to occlude (close) fallopian tube(s)/ perforation ( left fallopian tubes)') in a 28-year-old female patient who had essure (ess205) (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2003, appendectomy in 1997, multigravida (6), grand multiparity (past pregnancy: 2001;2003;2006;2007; 2010), cervical conisation and ovarian cyst. Previously administered products included for an unreported indication: mirena iud in 2010 and copper t iud in 2005. Concurrent conditions included withdrawal bleeding since (B)(6) 2013, morbid obesity, menses irregular and testosterone high. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2013, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 11 months 7 days after insertion of essure (ess205). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (unilateral salpingectomy - left side on (B)(6) 2014). At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date- (B)(6) 2013 type of test: hysterosalpingogram (hsg) right fallopian tube was occluded. Left fallopian tubes was not occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Contrasts seen within the left fallopian tube and there is free intraperitoneal spill on the left; on (B)(6) 2013: essure coils are noted bilaterally. In left fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outer coil. There is intraperitoneal contrast spillage from the fallopian tube. In right fallopian tube, essure coil appears in normal position, with fragmentation of the proximal end outercoil. There is no contrast identified within the fallopian tube or evidence of free intraperitoneal spill. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- fallopian tube perforation. Lot number: a22176 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain (sever , sharp, pelvic pain)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B76638) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight loss (gastric sleeve surgery), weight loss (excessive skin from excessive weight loss , pannectomy), cystocele (sub urethral bladder sling and labioplasty), labia enlarged (sub urethal bladder sling and labioplasty), cholecystitis (gall bladder removal emergency surgery), pap smear abnormal, cervical dysplasia, polycystic ovaries, genital herpes, menses irregular (menses. Last menses was (B)(6) 2013. Menses is irregular. The flow is light.), thyroid enlarged (return for annual in one year. Right lobe of thyroid slightly enlarged. Tsh.), bicornuate uterus on (B)(6) -2014, heavy periods on (B)(6) 2015, depression, shoulder pain (chest/shoulder pain.), irritable bowel syndrome, asthma, anxiety, menarche (13) and nabothian cyst. Menopausal symptoms negative for: hot flashes, insomnia, night sweats and vaginal dryness. Pertinent negatives include decreased libido, difficulty falling sleep, dyspareunia, history of infertility, nocturia, sexual dysfunction, sleep disturbances, urinary incontinence, urinary urgency, vaginal discharge and vaginal itching. Negative for menorrhagia. Negative for: breast discharge, breast lump(s) and breast pain. Menopausal symptoms negative for: hot flashes, insomnia, night sweats and vaginal dryness. Previously administered products included for an unreported indication: evra. Concurrent conditions included hiatal hernia and anxiety. Concomitant products included levonorgestrel (mirena) in 2014 for heavy periods as well as alprazolam (xanax) since 2015, ascorbic acid; chromium; copper; folic. Acid; inositol; magnesium; manganese; nicotinamide; pantothenic acid; potassium; pyridoxine hydrochloride; retinol; riboflavin; selenium; vitamin b1 nos; vitamin b12 nos; vitamin e nos;zinc (multi vit) since 2013, bupropion hydrochloride (wellbutrin) from 2013 to 2016, cetirizine hydrochloride (zyrtec allergy) from 2015 to 2016, omeprazole, sumatriptan succinate (imitrex df) and venlafaxine hydrochloride (efexor) from 2015 to 2016. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ I bled profusely with clots") and fatigue ("fatigue"). In 2015, the patient experienced irritability ("hormonal changes describe: irritable") and affective disorder ("mood"). In 2016, the patient experienced rash ("hypersensitivity reaction type: rashes") and urticaria ("welts on hands and feet"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal), type: bacterial vaginosis and yeast infection"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal), type: bacterial vaginosis and yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)/every month was major cramping"), alopecia ("hair loss"), migraine ("migraine/headaches"), headache ("migraine/headaches/neurological condition or problem headache"), endometrial thickening ("lining of my uterus was so thick") and polymenorrhoea ("had periods every 18 days"). The patient was treated with diphenhydramine citrate; paracetamol (midol pm), diphenhydramine hydrochloride (benadryl a), ibuprofen, medroxyprogesterone acetate (depo-provera), progesterone (first-progesterone), sulfamethoxazole;trimethoprim (mortin) and surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, irritability, affective disorder, urticaria, bacterial vaginosis, vulvovaginal mycotic infection, fatigue, migraine, endometrial thickening and polymenorrhoea outcome was unknown and the genital haemorrhage, rash, vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia and headache had resolved. The reporter considered affective disorder, alopecia, bacterial vaginosis, dysmenorrhoea, endometrial thickening, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, pelvic pain, polymenorrhoea, rash, urticaria, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: the patient tried a mirena iud, which was expelled by a bicornuate uterus. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. Ultrasound scan - on an unknown date: lining of uterus was suppose to be a 2 or 3, mine was 10. Ultrasound scan vagina - on (B)(6) 2014: in place in tubes /that the implant was secured in tubes. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : polymenorrhoea, endometrial thickening. Most recent follow-up information incorporated above includes: on 10-may-2019: pfs, social media and mr received- previously reported event ¿injury¿ replaced with ¿pelvic pain¿events¿: hormonal changes describe: irritable, mood, abnormal bleeding: genital bleeding, allergic or hypersensitivity reaction type: rashes, welts on hands and feet, infection (bladder/urinary tract/vaginal), type: bacterial vaginosis, vaginal yeast, migraines, headaches/ neurological conditions or problems (type: headaches), dysmenorrhea (cramping), pain, lining of my uterus was so thick, had periods every 18 days, fatigue and hair loss¿lot number, lab data, concomitant drug, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (sever , sharp, pelvic pain)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B76638-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods on (B)(6) 2015, bicornuate uterus on (B)(6) 2014, obesity (gastric sleeve surgery), weight loss (excessive skin from excessive weight loss , pannectomy), cystocele (sub urethal bladder sling and labiaplasy), labia enlarged (sub urethal bladder sling and labiaplasy), cholecystitis (gall bladder removal emergency surgery), pap smear abnormal, cervical dysplasia, polycystic ovaries, genital herpes, menses irregular (menses. Last menses was (B)(6) 2013. Menses is irregular. The flow is light.), thyroid enlarged (return for annual in one year. Right lobe of thyrood slightly enlarged. Tsh.), depression, shoulder pain (chest/shoulder pain.), irritable bowel syndrome, asthma, anxiety, menarche (13) and nabothian cyst. Menopausal symptoms negative for: hot flashes, insomnia, night sweats and vaginal dryness. Petinent negatives include decreased libido, difficulty falling sleep, dyspareunia, history of infertility, nocturia, sexual dysfunction, sleep disturbances, urinary incontinence, urinary urgency, vaginal discharge and vaginal itching. Negative for menorrhagia. Negative for: breast discharge, breast lump(s) and breast pain. Menopausal symptoms negative for: hot flashes, insomnia, night sweats and vaginal dryness,. Previously administered products included for an unreported indication: evra. Concurrent conditions included hiatal hernia and anxiety. Concomitant products included levonorgestrel (mirena) in 2014 for heavy periods as well as alprazolam (xanax) since 2015, ascorbic acid;chromium;copper;folic acid;inositol;magnesium;manganese;nicotinamide;pantothenic acid;potassium;pyridoxine hydrochloride;retinol;riboflavin;selenium;vitamin b1 nos;vitamin b12 nos;vitamin e nos;zinc (multi vit) since 2013, bupropion hydrochloride (wellbutrin) from 2013 to 2016, cetirizine hydrochloride (zyrtec allergy) from 2015 to 2016, omeprazole, sumatriptan succinate (imitrex df) and venlafaxine hydrochloride (efexor) from 2015 to 2016. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ I bled profusely with clots") and fatigue ("fatigue"). In 2015, the patient experienced irritability ("hormonal changes describe: irritable") and affective disorder ("mood"). In 2016, the patient experienced dermatitis allergic ("hypersensitivity reaction type: rashes") and urticaria ("welts on hands and feet"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal), type: bacterial vaginosis and yeast infection"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal), type: bacterial vaginosis and yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping) / every month was major cramping"), alopecia ("hair loss"), migraine ("migraine/headaches"), headache ("migraine/headaches/neurological condition or problem headache"), endometrial thickening ("lining of my uterus was so thick") and polymenorrhoea ("had periods every 18 days"). The patient was treated with diphenhydramine citrate;paracetamol (midol pm), diphenhydramine hydrochloride (benadryl a), ibuprofen, medroxyprogesterone acetate (depo-provera), progesterone (first-progesterone), sulfamethoxazole;trimethoprim (mortin) and surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, irritability, affective disorder, urticaria, bacterial vaginosis, vulvovaginal mycotic infection, fatigue, migraine, endometrial thickening and polymenorrhoea outcome was unknown and the genital haemorrhage, dermatitis allergic, vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia and headache had resolved. The reporter considered affective disorder, alopecia, bacterial vaginosis, dermatitis allergic, dysmenorrhoea, endometrial thickening, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, pelvic pain, polymenorrhoea, urticaria, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: the patient tried a mirena iud, which was expelled by a bicornuate uterus diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. Ultrasound scan - on an unknown date: lining of uterus was suppose to be a 2 or 3, mine was 10. Ultrasound scan vagina - on (B)(6) 2014: in place in tubes /that the implant was secured in tubes. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report : polymenorrhoea, endometrial thickening. Lot number reported b76638 is invalid. Most recent follow-up information incorporated above includes: on 17-may-2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.